Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the complete lead was returned with stylet in lead, and helix extended. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break near is-1 to terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
Boston scientific received information that during an implant, this right ventricular (rv) lead exhibited helix extension issues. The rv lead was removed and replaced prior to pocket closure. No adverse patient effects were reported.